Manufacturer narrative:
The devices (lead or pm) were not returned and no data was provided for analysis. The analysis is therefore solely based on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the devices was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Should additional relevant information or the devices themselves become available, the investigation will be updated.

Event description:
It was reported that the patient had a fainting episode and the following interrogation showed poor lead sensing and high threshold. A few weeks later the whole pacemaker system was replaced by an ICD system due to observed ventricular tachycardia. Should additional information be received, this file will be updated.